Event description:
Intraoperatively, the surgeon noted that the patient's cervical plate and screw at cervical vertebra 3 through 5 (c3-c5) were defective. One of the screws had "backed out" and the surgeon removed the plate and screws. The patient would have had to have the plate and screws removed anyway to perform the intended surgery, which was anterior cervical discectomy and fusion of cervical vertebra 5 through thoracic vertebra 1 (c5-t1). The procedure was performed as planned.